Manufacturer narrative:
The carrier board assembly was replaced. Patient information was unavailable at time of MDR submission. (B)(4).

Event description:
The hospital reported that, the system has had the display grey / blank out more than once and the unit shut down completely. There was no reported patient injury.